Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was found that the pacemaker header exhibited failure to connect to the lead. The pacemaker was not used. The physician elected to use another pacemaker to complete the procedure. The patient remained in stable condition.